Manufacturer narrative:
The stent remains in the patient and the delivery system was requested for return, but has not been received. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for crossing profile and stent retention. Inability to cross and dislodgement are captured in the risk assessment as known potential hazards. Loss of stent during advancement against resistance is labeled as a known potential adverse event. Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
On (B)(6) 2018, (B)(6)-year-old patient with coronary artery disease with vessel calcification and tortuosity presented with a non-st-elevated myocardial infarction (nstemi). A heavily calcified lesion in the tortuous obtuse marginal (om) was identified. After pre-dilating the vessel, a 2.75x12mm cobra stent was deployed in the proximal to mid om without issue. An attempt was then made to cross this stent via right radial access for treatment of the distal om as follows: a 2.5x12mm cobra pzf nanocoated stent system was advanced over a whisper es 190cm guide wire, and through a 5f al1 lbt guide catheter, but, despite pushing the device against resistance, it was unable to cross the 1st stent due to tortuosity and severe calcification. While retracting the stent system, the stent stripped (dislodged) off of the balloon. Attempts were made to snare the stent using a 2nd guide wire and a balloon, but it was unable to be retrieved and it remains in the anatomy. As the target lesion was pre-dilated, the physician felt that this treatment was sufficient and left the distal om lesion as is. There were no adverse patient sequelae. No additional information was provided.